Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant device history review: not performed as no lot code information was provided. Complaint history review: not performed as no lot code information was provided. Conclusions: it was reported that the patient was revised due to infection. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was provided. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. Further information such as device lot identification and return, pathology reports including the strain of infection identified, pre- and post-operative x-rays,operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or if infecting microorganism identified). Surgeon performed a poly swap of a 7 x 10 cs insert for another 7 x 10 cs insert. Rep reported that no further information will be available.